Event description:
It was reported that the patient had several episodes of ventricular tachycardia/ventricular fibrillation (vt/vf) that was not detected due to significant undersensing of the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (B)(6) 2012. (B)(4).